Manufacturer narrative:
D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® excluder® aaa endoprosthesis (contralateral leg components pxc141400, sn (B)(6)). H3: other code: the location of the device is unknown, and therefore no product evaluation has been performed. Requests were emailed to the study site to acquire additional information regarding the disease progression, patient medical details, and details of the additional treatment. The answer is pending. A review of the product history records is underway. The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore a gore® excluder® aaa endoprosthesis was implanted on (B)(6) 2014 in order to treat an abdominal aortic aneurysm measured 60 mm. An aneurysm enlargement (size unknown) with onset date of august 28, 2020 was reported. The patient underwent an unknown additional treatment on (B)(6) 2020. On the follow-up exam on (B)(6) 2020, an abdominal aortic aneurysm of 85 mm was measured. No additional information has been provided.

Manufacturer narrative:
As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met.

Manufacturer narrative:
Requests were emailed to the study site to acquire additional information regarding the type of treatment, the aneurysm size on the onset date, patient status, and any other relevant information. The study manager was not able to provide additional information. The location of the device is unknown. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement. Corrected h6: updated component code to g07001. Code g04122 was inadvertently entered and should be removed. Added type of investigation code b17 and b22. Updated investigation findings code to c19, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12, code d16 is no longer applicable.